Event description:
This ra lead was implanted on (B)(6) 2009, and remains implanted at this time. A call placed to technical services on 08/14/2018 , stated that this lead exhibited low pace impedance. Trending shows impedance around 400 ohms one value. No noise noted, at all on lead channel. And there was only one out of range low value. The implanting physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).